Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The pump failed the leak test as the pump had a leak at a crack on back of the case. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to a blank display. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack on the side of the reservoir compartment and it was not turning on. Customer's blood glucose level was not reported. The customer was currently using an old insulin pump. The battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.